Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control confirmed to the customer that repair is not possible due to lack of spare parts. A renewal plan has been offered to the customer, but was not accepted and the device is send back to the customer without performing any repairs.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up cycle. In this state defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.